Event description:
It was reported that: during a pre-use checkout, upon powering up the device, the divan ventilator would stop at a self diagnostic test step. A clicking noise was heard and the monitor displayed the divan ventilator as failed in the diagnostic screen. The technician replaced the piston and noted the same occurrence on power up. The device was pulled from use. No patient involvement.